Event description:
It was reported that after being used in the jugular vein the pta balloon dilatation catheter was difficult to remove through the sheath and the balloon appeared to separate from the catheter as it was entering the lumen of the sheath. The balloon had been inflated once at 5 atm. Reportedly, the pt was being treated with angioplasty for "webbing-like tissue" in the jugular vein that is common in multiple sclerosis pts. The balloon catheter was ultimately removed through the sheath in its entirety and another was used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The device has not been returned to the MFR to date. The investigation is currently underway.